Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in italy. It was reported that when the rotaflow drive is connected to the rotaflow console, occasionally the motor stops and the console gets the alarm "head error". The alarm appears even connecting the device to a different console. It was occurred during service and no patient was involved. The affected rotflow drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-05-20 and during investigation by the getinge service department on 2021-05-27 the reported failure "head error" could not be reproduced. Thus the drive was sent to the supplier emtec on 2021-06-09 for further investigation. On 2021-07-09 emtec was unable to reproduce the reported failure and therefore no probable root cause could be determined. The electronic board was replaced preventive by the supplier. After functional test at getinge service department on 2021-07-22 the device was sent back to the user. A device history review (DHR) was performed on 2021-5-18 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed, however, the failure mode "head error" can be linked to the following most possible root causes: - the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. - if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that when the rotaflow drive is connected to the rotaflow console, occasionally the motor stops and the console gets the alarm "head error". The alarm appears even connecting the device to a different console. The "head error" occurred during service. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).